Event description:
It was reported that approx. 53 months after the implantation eri was detected via home monitoring. The patient will be brought to the clinic. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. The returned device data were inspected. During the inspection the eri status of the ICD was confirmed. Further analysis revealed an unexpected battery behavior, which led to the this observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. It cannot be excluded that this occurrence resulted from a defective component. The ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. In line to the fsn a replacement was recommended due to eri status. In the meantime biotronik was informed that the patient passed away. The death is reportedly not related to the ICD. Up to date the device is not available for investigation, hence no conclusion can be drawn regarding the root cause of the clinical observation.